Event description:
Boston scientific received information that this atrial lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported and the lead was not returned for testing. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that this atrial lead had presented with impedance measurements greater than 2500 ohms in unipolar and bipolar configurations due to a possible fracture.